Manufacturer narrative:
It was reported by customer that there was a distended bubble in the tubing not allowing fluid to pass through. One sample infusion set was received for quality investigation. Visual inspection of the infusion did not reveal any damages or abnormalities. A distended bubble could not be located on the infusion set. The infusion set was then primed and a simulated infusion at a flow rate of 125 ml/hr for 1 hour. No issues were identified during testing. The customer complaint of air bubbles / air in line could not be confirmed. A root cause was not determined because the reported failure could not be replicated or identified in the sample received. A device history record review for model 2420-0007 lot number 24066767 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set had air bubble the following information was received by the initial reporter with the following verbatim: alaris pump kept alarming occluded. Upon inspection, I found the tubing to have a distended bubble in the tubing not allowing fluid to pass through.